Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device power consumption was increasing and it appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Device replacement or re-assessed within 90 days was recommended. To date, the device remains in service. No adverse patient effects were reported.